Event description:
A consumer reported that their thermometer had allegedly given false negative readings on her daughter. The device allegedly gave readings that were approximately 6.3°f lower than what was later measured at a hospital, where a fever was confirmed. The consumer stated that the low readings may have caused a delay in medical attention. There were no complications from this incident, and the patient is doing well now.